Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No reset anomalies noted during testing. Motor arm communication error followed by a hardware low level failure alarm were present in the pump trace download, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slight corrosion on battery tube.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 248 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. Self test failed due to pump error. The insulin pump was returned for analysis.